Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6), patient 2, and patient 3. All available patient information was included. Additional patient details are not available. The complaint investigation for a falsely elevated architect stat troponin-I results, on the architect i1000sr, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service center specialist (csc) suggested the customer replace the arc, probe, list number 08c94-47, calibrate, and run all quality controls, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for three patients. The following data was provided (customer¿s normal range is <0.03 ng/ml): sample ID (B)(6) initial result, on 04sep, was 0.29, repeat was 0.02 ng/ml. Patient 2 initial result, on 18aug, was 0.16, repeat was 0.02 ng/ml. Patient 3 initial result, on 18aug, was 0.01, repeats were 0.07 and 0.01 ng/ml. There was no impact to patient management reported.